Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The customer also reported the instrument was generating vote outs on differential parameters when the leak was noticed. The volume of the leak was about 3 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/7/2015. The fse found a hole in the tubing at the center port of the diff mixing chamber. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).